Event description:
It was reported that the patient experienced fungal peritonitis, manifested by abdominal tenderness and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was already hospitalized for unrelated issues when they experienced the peritonitis. The treatment rendered for peritonitis was unknown. The patient was recovering from the reported event. Dianeal therapy was discontinued and the pd catheter was removed. The patient was switched to hemodialysis. Additional information was requested and was not available at this time. This is report 1 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The onset of the peritonitis was on an unknown date, but was reported to be during the (B)(6) 2014 hospitalization for unrelated issues. A batch review will be performed for the potentially associated lot numbers h13k08014 and h13l04060. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
A review of all batch record documents for potentially associated lot numbers h13k08014 and h13l04060 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.